Event description:
It was reported that the patient had atrial fibrillation (af) with rapid ventricular response (rvr) and was shocked. The shocks failed to terminate the episode. The patient was inappropriately treated for af with detection in the ventricular fibrillation (vf) zone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.